Event description:
It was reported that during a low anterior resection procedure, the staple line of the distal part was malformed after firing. Unk how case was completed. Surgery was prolonged 30 minutes. There were no adverse consequences for the pt. Requested and received the following info on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Date sent: 05/12/2010. Info anticipated, but unavailable at this time.